Manufacturer narrative:
A visual inspection was performed on the returned device and the reported stent dislodgement was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the sds during the inspection prior to use. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the images provided do show the no-cross event but fail to provide documentation that the omnilink was dislodged, via cine, and visible in the anatomy. Images do demonstrate that the procedure was a success using a non-abbott stent via an ipsilateral approach which alleviated the very sharp iliac bifurcation angle which may have contributed to the performance of the omnilink device. The investigation determined the reported failure to advance and stent dislodgement appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right common lilac artery that was 70 percent stenosed. A 9.0x39mm otw omni elite 35 was attempted to advance but failed to reach the lesion. Upon removal, the stent dislodged and was retrieved from the patient via unknown method. Another non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.